Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had lines through display (erratic display). The ventilator was not on a patient at the time of the event. Advised customer the unit may need the gui (graphical user interface) board replaced. If not then the lcd panels would need to updated to latest low voltage led along with gui cpu if gui cpu is not xena ii style customer acknowledged and will call back once approved for repair